Manufacturer narrative:
(B)(4).

Event description:
On 2016-02-04, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving marcaine + naloxone (600 mg +0.75 mcg at a dose of 14.9 mg/day) via an implantable pump for an unknown indication for use (IFU). On approximately (B)(6) 2016, a pump motor stall occurred. The stall was detected "by a refill of the pump" and there was no magnetic resonance imaging (MRI) or electromagnetic interference (emi) known. The hcp tried to force a recovery by refilling, programming and updating the pump, but it was not possible and the pump did not restart. It was unknown if multiple motor stalls occurred because the rep did not know if the hcp read the logs. The pumpwas replaced during a surgical intervention. There were no reported patient symptoms. The patients status was reported as ok.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.